Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's pulse generator was unable to be interrogated. Device interrogations were attempted in different rooms but were unsuccessful. The patient did not recall any electromagnetic interference exposure. No interventions were performed.